Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05513. The pt had two leads (from the same lot) and an ipg. It was reported the pt stopped receiving stimulation over a year ago. X-rays were taken and revealed both leads had migrated. The pt also stopped recharging the ipg over a year ago. It was also reported the pt would experience a burning sensation when the stimulation was activated. As a result, the pt's scs system was explanted.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.